Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to the heartmate 3 lvas, serial number (B)(4), could not conclusively be determined through this evaluation. The patient expired on (B)(6) 2021. No product is available for investigation. The heartmate 3 lvas IFU lists stroke, bleeding, infection, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications. Care instructions regarding preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 24jan2019. The heartmate 3 lvas IFU, is currently available. The heartmate 3 lvas IFU lists stroke, bleeding infection, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. In addition, this document outlines the recommended anticoagulation regimen and inr range. The heartmate 3 lvas patient handbook, is also available at the time of implant. Several sections of this handbook provide care instructions in regards to preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through that the patient passed away due to an intercranial hemorrhage. Leading up to the death the patient had a systemic infection, was covid positive, and had a herniated brainstem. The family withdrew care and the death was not considered to be device related, as the pump operated as intended.